Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was getting some coupling but coupling was poor and she did see 4 bars. It was also reported there was a 375 code on the implantable neurostimulator recharger (insr) indicating an antenna failure on (B)(6) 2018. The hcp also reported a "call hcp" screen on (B)(6) 2018. The caller could not troubleshoot because they were not with the patient but they would be replacing the patient's antenna with her own because the patient was at 0% charge. It was noted the patient could not sit up and was in a bad situation due to not being able to charge the ins due to the issue with the recharging antenna. It was also noted the ins seemed lower and migrated lower into the soft tissue beginning (B)(6) 2018. It was noted the patient would first try to recharge the patient's device with the new antenna. It was reported the patient did not have the tools to change an antenna so a replacement recharger and antenna were sent. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the poor coupling was undetermined. The antenna resolved the issue. It was unknown what troubleshooting was done. No further complications were reported.